Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker device was attempted implant due to high, out of range pacing impedance (greater than 3,000 ohms), loss of capture and noise once the leads were connected to the device. The physician concluded an issue in the connector head of the device. A new device was implanted with the same implanted right atrial and right ventricle leads. No out of range measurements were noted. No additional adverse patient effects were reported.